Manufacturer narrative:
Failure event observed during analysis. A battery performance alert was detected on (B)(6) 2023. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the battery of the implantable cardioverter defibrillator (ICD) had prematurely depleted. There were no consequences to the patient. The ICD was explanted and replaced. The patient was stable throughout the procedure.